Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed right ventricle (rv) lead exhibited oversensing noise resulting in pacing inhibition. No changes or interventions were reported. The patient condition was not known.